Event description:
MFR has been notified of an event that the user alleges the cuff leakage. The tracheostomy tube was in place for two days. Unit was pretested per the instructions for use. No adverse outcome to pt. Event occurred at hospital in another country.